Manufacturer narrative:
The lot number provided is invalid or incomplete and therefore the date of MFR cannot be determined. A failure investigation will be performed on the returned tube. If significant info is obtained from the investigation a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that they had a pt in the ICU that experienced a cardiac arrest. The pt had surgery for placement of a tracheostomy tube a few days prior to the event. While attempting to resuscitate the pt, they found it very difficult to ventilate. The doctor made a decision to decannulate the pt and to intubate using an endotracheal tube. After intubation, they were able to ventilate the pt without difficulty. The tracheostomy tube was examined after removal and found to have a protrusion or herniation of the cuff. The caller stated that as a result of this event, the pt has suffered anoxic brain damage.